Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and moderate calcification. A xience v stent was successfully placed in the diagonal vessel. The 4.0 x 23 mm xience v stent delivery system (sds) was advanced into the lad, but could not cross and resistance was noted during removal. The 4.0 x 12 mm xience v sds was then advanced. Some resistance was noted during advancement, but the stent was successfully deployed at the lesion. Resistance was noted during removal of the sds. Next, another 4.0 x 12 mm xience v sds was advanced; however, resistance was noted with the guiding catheter during advancement and removal. The 3.5 x 12 mm xience v sds was advanced and resistance noted with the guiding catheter during advancement and removal, again. A 4.5 x 20 nc trek balloon was then advanced, but resistance was noted. During removal, resistance was noted. It was noted that the resistance felt with these devices was believed to be with the guiding catheter. A 4.5 x 20 non-abbott balloon was used without issue. There were no adverse patient effects; however, a delay in the procedure was noted due to the resistance. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: medtronic ebu 3.0 6f. The xience v stents referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for analysis and the reported resistance was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.